Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6 component code: appropriate term/code not available: suggested code: mechanical driver. A field engineer examined the equipment and restarted detector. Driver was disconnected and reconnected. The software was replaced and system met the manufacturer´s specification.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024 the driver displayed errors during the procedure and the needle was already inside the patient. Needle removed from the patient and had to be rescheduled. No other information available.